Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they were receiving a no delivery alarm. The customer's blood glucose level was around 400 mg/dl to 500 mg/dl. They performed troubleshooting with their device trainer but the alarm continued. Troubleshooting was performed and it was found that the set may be occluded. They were advised to change the entire infusion and reservoir set. The device will not return for analysis.